Event description:
The customer reported the joystick was non responsive. The pins were pushed in on the rui connector.

Manufacturer narrative:
The ge service rep troubleshot the system. Two pins on rui cable were loose and pushed in. He removed and replaced the rui. He flashed the nodes and reloaded the calibration files. The new rui functions properly but now there is a collimator iris error message and collimator stuck message: collimator will not move. Case complete.